Event description:
It was reported to philips that the device therapy test failed. There was no patient involvement.

Event description:
It was reported to philips that the device therapy test failed. There was no patient involvement. A customer requested assistance from an authorized service engineer (ase). Per the customer, the therapy test failed. Due to the noted issue, the authorized service engineer verified the malfunction, and requested a new therapy paddle. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy paddle. A replacement therapy paddle was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.